Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 52mg/dl which was treated with carbs. Customer¿s current blood glucose was 133mg/dl. Customer reports programming is accurate. Customer reports that insulin pump was worn during a medical procedure or test around MRI. Customer performed displacement test and it was passed. Customer advised to monitor the insulin pump. Insulin pump will not be return for analysis.